Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e216 when angulation was applied. The issue was found during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the object lens adhesive is peeling off and the screen is completely black and no image is displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e216 (scope communication error) occurs due to damage to the imaging unit, the screen is completely black, and no image is displayed due to damage to the imaging unit. (The image will return.) And the definitive root cause for the object lens adhesive is peeling off could be damage or deterioration of parts. Olympus will continue to monitor field performance for this device.